Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. There was blood on the distal conductor of the lead and it was not obstructed. The analyst commented that there were not anomalies observed regarding the fixed helix. Blood ingression was observed. By design, left heart leads are manufactured with a septum in the distal tip that will sometimes allow blood ingress.

Event description:
It was reported that during the implant procedure, the patient had "a very tricky anatomy." The physician experienced placement difficulty and encountered phrenic nerve stimulation when attempting placement. The physician requested a new lead, citing fixation issue. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.